Manufacturer narrative:
. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive regulator calibration test did not pass. The fse replaced <100 micron muffler, and 1/8 npt muffler and the unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had a "may require maintenance" on the screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 (B)(6).